Event description:
It was reported that the doppler in the cs100 intra-aortic balloon pump (iabp) was broken.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated field: (site country), (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: (health effect ¿ clinical & impact code). Additional information: e1(event site postal code - 1500-458). A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and found the doppler its broken structure . To fix the issue, the fse replaced the doppler, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that the doppler in the cs100 intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.